Event description:
It was reported that the lead moved, pulled down, out of position to adequately supply stimulation. The patient¿s pain returned. Reprogramming failed to get adequate stimulation to return. The patient had surgery to reposition/replace the lead. The issue was resolved and stimulation in pain area was recaptured. It additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).